Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge normally despite attempting multiple cables and power sources. When the pump was plugged into a power source, the pump appeared to initiate charging. However, shortly thereafter, the pump stopped charging and would only provide charge intermittently. The customer¿s blood glucose was 147(mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.